Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the j601 connector on the bedside board was thermally damaged and the solder pads were lifted from the board. The cause of the inability to power on is the damaged connector. The root cause of the damaged connector cannot be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it would not power on.